Event description:
It was reported that the patient had her intraocular lens implanted in her left eye on (B)(6) 2014. She stated that since the lens was implanted she cannot read or distinguish letters and looks like some holes are punched in the letters close, medium, or far. She is able to see objects clearly. She is due for surgery on the companion eye (right) eye but fears it will have the same issue. Followup with the doctor's office stated that the patient sees uncorrected 20/60 near j7. With eye glasses the patient sees 20/40 near j3. The patient does have astigmatism. It was stated that the patient's visual outcome does significantly affect her daily activities. The doctor will be scheduling a lens exchange for the left eye from a multifocal lens to a monofocal lens whereby glasses will be required for near vision. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens is cut in half surface residuals (fiber/particles) on the lens. No product damage and/or defects related to the manufacturing process were observed in the returned lens. Considering the condition of the returned lens, additional analysis is not possible. The diopter measurement results were verified and the diopter for this serial number 4337481401 corresponded to the 24.5 diopter as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The doctor will be scheduling a lens exchange for the left eye from a multifocal lens to a monofocal lens. Additional verbiage: ''whereby glasses will be required'' is not a correct statement and was entered in error. Outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). Date of event: (B)(6) 2015. Further information provided indicates that the intraocular lens was explanted from the patient's eye in a secondary surgery on (B)(6) 2015. If explanted, give date: (B)(6) 2015. (B)(6). A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): the device remains implanted at the time of the MDR submission.all pertinent information available to abbott medical optics has been submitted. Placeholder.